Manufacturer narrative:
The reported complaint was confirmed. The leak was verified by the field service representative (fsr). He replaced the bulkhead fitting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler (tcm) was leaking. The product was changed out, and the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Additional complaint information noted there was a leak in the filter assembly small tank.